Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported numerous testing has been performed to determine the cause of the reported pain. The results of the testing have been reported to be negative. Per the contact existing layers of scar tissue are thought to be the cause of the pain by the md. A manufacturing review that was performed and found that the lot was manufactured to specification. Should additional information be provided , a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2016 the patient, who was four months post colon resection, underwent the repair of an incisional hernia and was implanted with a bard ventralex st mesh. As reported, one week postoperatively the patient began to experience severe pain. The pain eventually subsided and then about a year and a half later, the severe pain returned. As reported the patient has undergone "numerous" tests, including imaging and colonoscopies which were reported to be negative. No hernia recurrence has been detected. It is reported that in (B)(6) 2019 the patient underwent an injection of kenalog (steroid) into the surgical site area. As reported, the md is hoping to break up the existing layers of scar tissue that are thought to be the cause of the pain. As reported the patient has seen a pain management doctor and also has undergone pelvic floor therapy. The contact states the current treatment is helpful but has not resolved the patient's pain completely.